Event description:
On (B)(6) 2013, mother reported the infusion device lost power during the night and this resulted in hyperglycemia. The infusion device did not provide an a2 low battery or e2 depleted battery error before shutting down. Patient changed the battery, and the infusion device started to beep and the screen was blank. He was unable to remove this battery as the battery cover was stuck. His normal blood glucose is 200 mg/dl, and he did not require treatment in relation to this event. The infusion device, battery, and battery cover were replaced and requested for evaluation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
As the product has not been returned for investigation and the production data complies with the specifications, the complaint could not be replicated. Production reports were reviewed.